Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, the 10 gauge needle insert was allegedly too narrow for the 10 gauge probe to insert through. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the needle guide insert was returned clean. No breaks and/or cracks were identified. Functional/performance evaluation: the inner diameter of the needle guide insert was measured and was not within specifications for a 10g needle guide insert. The needle guide insert was within specifications for a 12g needle insert instead of the 10g as labeling stated. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a device markings issue. The sample that was returned measured to be a 12g needle guide insert instead of the supposed 10g needle guide insert as identified on the labeling. The returned sample was found to be within the specifications for a 12g needle guide insert, instead of the labeled 10g. Corrective action was completed and isolated the issue to the supplier of the injection molded components. Inadequate line clearance was a potential root cause for the mix-up. Labeling review: the current instructions for use (IFU) states: a sterile, disposable needle guide insert, model encfinsert-12g, encfinsert-10g or encfinsert- 7g, packaged and sold separately, is inserted into the needle guide to provide a sterile guide for the encor® tip. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, the 10 gauge needle insert was allegedly too narrow for the 10 gauge probe to insert through. There was no reported patient contact.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, the 10 gauge needle insert was allegedly too narrow for the 10 gauge probe to insert through. There was no reported patient contact.